Event description:
Early loosing of the cemented lcs complete tibial trays. The loosening appears to happen in the implant-cement interface and there are no cement left on the retrieved implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.